Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery multiple times. The customer's blood glucose level was 500 mg/dl at the time of the call. The customer stated that they switched their insulin pump but still received no delivery alarms/ the customer was informed that there were different lengths on the infusion set. The customer was sent new infusion sets to try to see if the no delivery issue would be resolved. The customer did not return the product back for analysis.